Event description:
It was reported that during an unknown procedure, the shears were used to stop a bleeder. When the physician pressed the foot peddle, the machine indicated that the instrument was faulty. A second instrument was opened and the same thing happened. The instruments were tested and the blades were broken.

Manufacturer narrative:
D4: second batch# r90m5p. Second mfg# 10/2002. Evaluation summary: the analysis results confirmed that the lcsc1 device (a) and (b) were returned with the distal tip of the blade broken off. Remaining pieces of the blades had scratches and gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity, during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."